Manufacturer narrative:
(B)(4). Pump received with no button response at act due to unlocked j2, liquid crystal display keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing. However, corrosion was found at the keypad traces. Pump received with cracked case, cracked case from display window corner, cracked reservoir tube lip and cracked battery tube threads, broken belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had a large crack on the reservoir module. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.